Event description:
Information received indicates the pvc cardioplegia heat exchanger tubing separated and leaked during prime. The product problem was detected prior to use and the unit was replaced during set-up with no patient involvement.